Manufacturer narrative:
Concomitant products: etcf2828c49e, v04102637; ettf2828c70e, v06010637.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presently emergently with a type iii separation endoleak between the aneurx bifurcate and endurant ii cuffs. Three endurant stent grafts were implanted. The endoleak resolved. Per the physician, the cause of the event was due to the patient's anatomy; aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.